Manufacturer narrative:
Additional information: d3 (MFR name and address), d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the device's jaw was stuck on eschar buildup. Eschar buildup was also noted at the heel of the device. Functional testing found that the buildup was cleared away by repeatedly opening and closing the jaws of the device. More frequent cleaning of the jaws could have prevented buildup of eschar. No electrical or wiring issues were found. It was reported that the knife blade did not retract, jaws was difficult to open and the tissue was sticking. The reported issues were confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: of improper cleaning. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: keep the instrument jaws clean. Build up of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: vlft10gen, vlft10gen ft series energy platformx1 (serial#:unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter during laparoscopic gynecologic procedure, the knife trigger was stuck in pulled position and jaws locked and would not come off the tissue. They had to cut around the jaws to release it from the tissue. They could not get the handle to unlock. Another ligasure was used with the same generator and it worked fine.